Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2021, it was reported that during a monarch-assisted bronchoscopy procedure, a pneumothorax was identified. The location of the target was in the lower left lobe. The location of the pneumothorax was in upper left lobe. The customer did report that the patient was in some pain. A chest tube was placed in the patient, and the patient was admitted to the hospital. The patient was released from the hospital on (B)(6) 2021. It was reported that the patient is doing well.